Event description:
Pt underwent uae after being told by the interventional radiologist would be painless and would maintain fertility. Following uae, she developed a severe infection and underwent a hysterectomy. She has been extremely ill since the embolization. The ir was not helpful. He denied any responsibility and said he "was not to blame". The ir referred her to a gynecologist who told her that the pain and other symptoms was caused by the infection she had after the uae. Immediately after the uae she told the ir how severe her pain was and for months he ignored her complaints until she became extremely ill. He then acknowledged she had an infection, but it had progressed beyond treatment. Pt reports "I am a mother and need to be well to raise my child."